Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at the anastomosis of the radial artery and cephalic vein. A 6.0 x 40 mm, 75 cm gladiator elite balloon catheter was advanced for dilation. During the inflation, the balloon ruptured. The device was removed, and the procedure was completed using another of same device. No patient complications resulted from this event, and the patient remained stable post-procedure.